Event description:
It was reported that the patient experienced inflammation of the glans and deflation issues with an ambicor penile prosthesis (app). A cystoscopy was performed, revealing a bilateral erosion of the corpora cavernosa along the cylinders into the urethra. A surgical procedure was performed in which the existing device was removed. Cultures were done on the fluid that surrounded the right corporal body; however, they were negative for infection. No additional information was reported.

Event description:
It was reported that the patient experienced inflammation of the glans and deflation issues with an ambicor penile prosthesis (app). A cystoscopy was performed, revealing a bilateral erosion of the corpora cavernosa along the cylinders into the urethra. A surgical procedure was performed in which the existing device was removed. Cultures were done on the fluid that surrounded the right corporal body; however, they were negative for infection. No additional information was reported.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. The allegations could not be confirmed; however, the reported patient symptoms are known risks associated with ambicor procedures and are noted as such in the device instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.